Event description:
It was reported that the customer had a no delivery alarm on the insulin pump while filling the tubing. Customer changed out everything and received a no delivery alarm in the middle of the night. Customer changed it again. Customer's blood glucose level was 351 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer was advised to return the set and monitor the current set. Customer declined troubleshooting for high blood glucose level. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.